Manufacturer narrative:
On 5/31/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: right breast implant saline mentor smooth round moderate plus profile 600cc, serial number (B)(4), catalog number 3502600, lot number:5900250. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 600cc saline breast implants which the left side deflated after implantation. Patient noticed that the implant was slowly deflating early this year, and currently deflated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.